Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer became aware of the event. Explant date: over a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18384713.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted ipg and lead were not returned to bsn. No further information has been obtained despite good faith efforts.